Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. The patient underwent a laparoscopic repair of an incisional hernia with mesh. It was reported that after implant, the patient experienced abdominal pain, adhesions, reoccurrence, a liver cyst, and the mesh folded over. Post-operative patient treatment included revision surgery 3 months post-surgery for recurrent hernia repair, lysis of adhesions and drainage of liver cyst, and to implant additional mesh. Due to postoperative complications of the revision surgery, three units of blood were needed for anemia and myocardial demand ischemia secondary to liver bleeding.

Manufacturer narrative:
New information shows that the product within this report was not used or otherwise involved in the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional hernia repair with mesh. The patient experienced surgical revision, recurrent hernia, mesh folded over, additional mesh required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.